Event description:
It was reported that the patient presented in the operating room for a device change for eri. It was noted that during the procedure, while using electrocautery, the pulse generator exhibited inhibition of pacing. The procedure was paused for pacing to resume. Inhibition of pacing occurred again but pacing did not resume. The patient was pacing dependant, so asystole occurred. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.